Manufacturer narrative:
H6 type of investigation codes were updated.

Event description:
There was an allegation of questionable test results for 13 patient samples tested on a cobas 8000 e 801 module. Results for the following assays were affected: vitamin d, ft4, vitamin b12, tsh, and psa total. Patient 1: vitamin d: the initial result was 120 ng/ml with a data flag and the repeated result was 38.8 ng/ml. Patient 2: ft4: the initial result was >7.77 ng/dl with a data flag and the repeated result was 1.23 ng/dl. Patient 3: vitamin d: the initial result was 120 ng/ml with a data flag and the repeated result was 39.2 ng/ml. Patient 4: vitamin b12: the initial result was >2000 pg/ml and the repeated result was 413 pg/ml. Vitamin d: the initial result was >120 ng/ml and the repeated result was 32.9 ng/ml. Patient 5: vitamin d: the initial result was >120 ng/ml and the repeated result was 52.9 ng/ml. Patient 6: tsh: the initial result was 0.0239 iu/ml and the repeated result was 2.18 iu/ml. Ft4: the initial result was 7.77 ng/dl with a data flag and the repeated result was 1.22 ng/dl. Patient 7: vitamin d: the initial result was >120 ng/ml and the repeated result was 22.8 ng/ml. Patient 8: tsh: the initial result was 0.0186 iu/ml and the repeated result was 2.68 iu/ml. Ft4: the initial result was 7.77 ng/dl with a data flag and the repeated result was 1.60 ng/dl. Patient 9: tsh: the initial result was 0.0223 iu/ml and the repeated result was 1.43 iu/ml. Ft4: the initial result was >7.77 ng/dl and the repeated result was 1.28 ng/dl. Patient 10: tsh: the initial result was 0.0342 iu/ml and the repeated result was 4.60 iu/ml. Ft4: the initial result was >7.77 ng/dl and the repeated result was 1.25 ng/dl. Patient 11: tsh: the initial result was 1.960 iu/ml and the repeated result was 0.017 iu/ml. Patient 12: tsh: the initial result was 1.260 iu/ml and the repeated result was 0.016 iu/ml. Patient 13: psa total: the initial result was 4.050 ng/ml and the repeated result was 0.479 ng/ml. The results were reported outside the laboratory. The samples were repeated due to several results having data flags. The repeated results were obtained on another module and were deemed correct.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service representative replaced the reagent probe tubing, reagent probe, measuring cell, and the photomultiplier tube. He performed reagent primes, multiple measuring cell preps, a blank cell calibration, and other performance tests with acceptable results. The calibration and qc were acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.